Event description:
Describe the event or problem: the balloon of the balloon occlusion microcatheter ruptured while in the patient. The catheter was removed and replaced with another of the same catheter, and this balloon also ruptured. There was no reported harm to the patient. Lots: lot 1: emx122024-01; lot 2: emx012425-02.